Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying a red banner with a message a5p was confirmed via the submitted picture. The system monitor, serial number (B)(6), was not returned to abbott for evaluation. The provided information indicated that the reported event was resolved when the system monitor was rebooted. Since then, the issue has not come up again. Although it was confirmed, a specific root cause for the reported event was not determined through this analysis. This issue will continue to be monitored for similar events. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. The device history records were reviewed, and the records revealed the system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The device was shipped to the customer site (B)(6) 2014. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B). If the system monitor does not work, contact abbott's technical service department. The heartmate power module instructions for use (IFU), cautions the users to contact the ventricular assist device (vad) coordinator or hospital contact for assistance if the system monitor does not function properly or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor displayed a red banner with a message a5p. There were no patient consequences reported. The system monitor was rebooted and the red banner message did not return.